Event description:
It was reported that the unit is not cooling. It is stuck at 37 degrees celsius for over 1 hour. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.